Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary the product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that scrdriver shaft t8 self-hold the tip of the screwdriver was deformed, and no other visual issues were identified. The dimensional inspection was not performed due to post manufacturing damage. Functional test cannot be performed since the device was received by itself but the alleged unable to assemble condition can be confirmed since the tip was deformed might be the reason for the alleged unable to assemble condition. The observed condition of scrdriver shaft t8 self-hold in the device was consistent with the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for scrdriver shaft t8 self-hold. While no definitive root cause could be determined, there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part: 314.467, lot: 9958047, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: february 16, 2016. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: additional product code: hxx kwq. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery. During the surgery, the tip of the screwdriver shaft seemed to be worn, and the surgeon had difficulty in removing screws with the screwdriver. The surgery was completed successfully within 30 minutes delay. No further information is available. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for (1) stardrive screwdriver shaft t8 105mm. This report is 1 of 1 for (B)(4).